Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation, and a medtronic representative has not inspected the system on-site. A medtronic representative was on-site for the procedure, and observed the following: case : llif - patient in a lateral position with the left side up. Mis procedure with perc. Pin in the left psis region . Patient tracker position verified when put on the patient and when taken off ( tracker was on channel 2). Work flow: imaging system and bed positioning imaging system brought in to find region of interest ( after spin imaging system is taken out of room and c-arm is used for the remainder of the case). Due to patient position the bed was oblique to the right side. Patient head was raised to a trendelenburg position. The imaging system confirmed the patient was in a true ap and lateral position due to the surgical bed manipulation. The 3d spin performed and images sent to navigation without any issues navigation. Navigation instruments used: passive probe, custom ¿kleeman¿ awl, mast dilator, navlock and suretrak. Passive probe with extension used to find region of interest. Kleeman awl used to create path for guide wires. Two guide wires on the patient's right side were inserted and c-arm verified location. Mast dilator used to find disk space. Globus dilators used to open disk space. C-arm used to verify accuracy - c-arm showed that the dilators were lateral while navigation showed middle of disk (picture). Navigation not used for rest of the case due to inaccuracy with interbody - patient tracker removed from patient surgeons workflow: imaging system scan. Guide wires inserted on both sides or one side depending on the procedure . Interbody inserted ( typically not navigated since using globus). Patient is sometimes flipped from a lateral to a prone position. This depends on the patient and body habitus of the patient. Screws inserted over the guide wires. Since the guide wires were inserted prior to the interbody the surgeon will rely on their accuracy for the screw placement. The surgeon will use the c-arm to verify when inserting. Medtronic representative observations: percutaneous pin was positioned correctly and was sturdy ¿ patient tracker was on channel 2 and verified when positioned on patient. Tracker was also verified after it was taken off patient. Before the 3d spin the bed was in an oblique position and the head was in a trendelenburg position . When c-arm brought in to verify accuracy the surgical table was still in the oblique and trendelenburg position while the c-arm was in a true ap and lateral position." Suspect a work-flow issue as being the cause of inaccuracy. The medtronic representative is going to do a system check-out to confirm system functionality and work with surgeon on work-flow. No parts were received by the manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon felt accurate when navigating guide wires, but felt 4mm inaccurate while using the interbody instruments. It was reported that an imaging system was used to localize the region of interest and acquire a 3d image for navigation. Two guide wires were placed, and accuracy was verified using a c-arm. Following this, the interbody instruments were used to find the patient disc space. It was at this point that the navigation system displayed the instrument as in the middle of the disc space, while 2d imaging with a c-arm displayed the instrument as lateral. The use of medtronic navigation was discontinued at this point due to the alleged inaccuracy with the interbody instruments. The procedure was completed successfully and the hardware was placed accurately. This issue reportedly caused no delay, and the patient was not impacted.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative reported the system was functioning as expected. Several successful surgeries have been logged against this system since this report.